Event description:
The customer reported smelling smoke and then observed smoke coming from the back of the system control center (scc) connected to their integrated architect c8000 analyzer. No fire was observed. The customer unplugged the scc from the power source and powered off both processing modules and uninterruptible power supply (ups). No injuries were reported and no impact to patient management was reported. The abbott field service representative found no response voltage output from the scc and also noted a burnt smell. The issue was resolved by replacing the scc power supply.

Manufacturer narrative:
(B)(4) (no consequences or impact to patient ) (B)(4) (smoking). Product evaluation was conducted in order to investigate this issue. A review of similar incidents identified no adverse or non-statistical trends related to smoke coming from the power supply plat form ((B)(4)) listed in this incident. Architect c8000 systems are certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment. In addition, the safety standards require double protection against electric shock. The abbott diagnostic division performs an in-depth risk analysis equivalent to (B)(4) which ensures that the overall residual risk is at a minimum level. The architect system operations manual provides adequate information regarding the scc use and function, including powering the scc off and on, possible electrical hazards, and instructions for emergency shutdown of the system. Based on the evaluation results, no product deficiency was identified related to the alleged malfunction reported by the customer.